Event description:
The customer reported an over infusion of propofol and would like to know how the pumps were programmed and if guardrails were used and if alerts were overridden by a user. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.